Manufacturer narrative:
The customer¿s report of a leak was confirmed. Upon visual inspection, it was noted that the pvc tubing was completely separated from the micron filter outlet port. The pvc tubing was noticed to be slightly expanded and bent as stated by the customer. Visual inspection under a microscope found an insufficient amount of bonding solvent applied at the intersection of the pvc tubing and the filter port. No cracks were observed anywhere on the tubing and filter outlet port though. Functional and dimensional was not performed because the pvc tubing was over-expanded during the manufacturing process. The root cause of the leak was found to be a manufacturing issue due to the pvc tubing being over-expanded and insufficient solvent being applied at the junction of the pvc tubing and the filter outlet port. The insufficient bonding solvent combined with the over-expanded tubing caused the filter to detach from the tubing, thus creating a leak.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leakage from the proximal connection site while infusing erbitux in the oncology infusion center. The leak was noticed as the infusion was complete and the nurse was disconnecting the tubing from the patient. The tubing also appeared to have a bend in it, as well as a "possible crack". There was no patient harm as a result of the leak.